Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 600 chemistry analyzer. The fse observed contamination of the flow cell and imprecision among the calibration values of the ion-selective electrolytes (ise). The fse identified the failure mode as a defective carbon bridge and k electrode. The fse replaced the carbon bridge and k electrode to resolve the issue. The customer confirmed there was no harm to patients due to the event. The customer stated patients were discharged with no injuries. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4). The following is a list of the affected patients and the associated MDR numbers: patient 1: 2050012-2024-00016 patient 2: 2050012-2024-00017 patient 3: 2050012-2024-00018 patient 4: 2050012-2024-00019 (this MDR) patient 5: 2050012-2024-00012.

Event description:
The customer reported the generation of erroneously low potassium (k) patient results on their dxc 600 clinical chemistry analyzer. There was a report on change in patient treatment. The customer stated patient 4 was treated with 60 meq of potassium supplements (k+) times two. The customer confirmed there was no harm to patients due to the event. The customer stated patient was discharged with no injuries. The customer did not provide patient demographics. The customer provided the corrected result for patient 4.